Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Both flow sensors were replaced to resolve the reported issue. Customer contact reports no patient information is available.

Event description:
The hospital reported that the diaphragm of the inspiratory flow sensor was stuck open. There was no report of patient injury.